Event description:
A beckman coulter inc. Field service engineer (fse), discovered splashing from sample tubes, while spinning in the power processor system. The fse stated that urine or serum was suspected to be splashing from the probes. The volume was approximately one and one half milliliters. The leak was not contained within instrument. The customer was not exposed to splashing. The fse discovered the leak and was wearing a lab coat, gloves and goggles. There was no exposure to fse uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Field service was on site at the time of discovery. The field service engineer (fse) indicated that the bearings were hitting hard enough to cause a splash from the very full tubes. The fse made adjustment to dual bearing, and replaced the o ring on the spinner. The fse monitored the instrument for several hours to ensure the issue had been resolved. Upon completion of the necessary and verified repairs, the instrument was returned back into operation. (B)(4).